Event description:
Malfunction on probe, possible part left in patient reported device failure no patient injury reported, xray and other tests never found any broken pieces. User facility holding device for internal investigation.

Manufacturer narrative:
Reported device failure no patient injury reported, xray and other tests never found any broken pieces. User facility holding device for internal investigation.

Manufacturer narrative:
The device was forwarded to the vendor, (B)(4) on 4/2/2015. Their evaluation confirmed the cause of the failure was due to extreme force applied to the device causing damage well above the normal use model. Philips instructions for use instruct the user to always examine the transducer for damage such as cracks, splitting, fluid leaks, or sharp edges or projections prior to use. If damage is evident, discontinue use of the transducer and contact your philips representative.